Manufacturer narrative:
A ge service representative performed an on site investigation. The system was recalibrated and the connections were reseated. Also, the power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot. No report of patient injury.